Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported by the ous affiliate that during the procedure, the icp showed " no microsensor connected". Then, the physician changed with another icp which could zeroed the microsensor. There was a 1 hour delay and no adverse consequences.

Manufacturer narrative:
UDI (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The battery and digital pcb assemble was broken. The complaint failure has been confirmed. The battery and digital pcb assemble was broken.

Event description:
N/a.